Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for headache via a manufacturer¿s representative (rep). The rep reported that the patient claimed the battery was depleting faster than expected. The rep didn't provide a specific time frame of normal charging. The rep reported that he found one short on 5 and 6 and a value that was greater than 10,000 ohms. The rep reported that he reprogrammed the patient to use 2, 3, 4 and 9, 10, 11. The values for reference 2 with 3 was 580 ohms and 4 was 589 ohms. The programmed parameters after the session were 1.2v600us 60hz 4.4v 690us 60hz estimate recharging interval is 5 days assuming 500ohms group impedance. The rep reported that the patient¿s battery depleted about (B)(4)% from yesterday to this morning. The rep reported that the patient was getting good therapy. Additional information was received from the rep on (B)(6) 2018. The rep reported that the healthcare provider (hcp) and patient decided to replace the ins. The rep reported that he did a reprogramming, double guarded cathode and patient group impedance was in the range of 400 ohms. The rep reported that the patient was getting good coverage where she needed it, but she was charging every day. The rep didn't recall how long before but the recharging interval was now shorter. Additional information was received from the hcp on (B)(6) 2018. The hcp reported that the cause of the depleting faster than expected wasn't determined. The issue was resolved. No further complications were reported.